Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power issues on the white lead of the mobile power unit (mpu) or the heartmate 3 system controller was confirmed via analysis of the submitted log files. The controller event log file captured low power advisory alarms and power cable disconnect alarms on the white cable throughout (B)(6) 2025 when connected to the mobile power unit. The low voltage and power cable disconnect alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log files. Provided information indicated that a cable was not connected properly for hours, and the patient had a mental health crisis. Provided information also indicated that inspected equipment had no visible damage, there were no images available, there was no patient impact, and no product would be returning to abbott for analysis. Provided information indicated that the cause of the reported issues was on the patient side; however, a root cause for the reported power cable disconnect and low voltage alarms was not conclusively determined through this analysis. The relevant sections of the device history records for the mobile power unit serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instruction for use (rev. D) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot low voltage hazard, low voltage advisory, power cable disconnect alarms. The heartmate 3 patient handbook (rev. A) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a mental health crisis and there was concern for damage to the ventricular assist device (vad) and connections. It seemed like there was a short in the white cable, but it was difficult to surmise given the situation. Log files were sent for review. On (B)(6) 2025, between 00:58:08 and 04:04:42, there were numerous power issues on the white lead. This occurred while connected to the mobile power unit (mpu). This could have been caused by a poor connection between the mpu and system controller white leads. No other power issues noted later in the file when on battery power and power module. It was noted that it may be necessary to replace the mpu or possibly the controller if the issue persisted. This issue was unrelated to the left ventricular assist device (lvad).

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The issue was on the patient side. The cable was not connected properly for hours due to medical crisis. It was unknown if there was further damage to the mpu or controller from this incident. Equipment inspected showed no visible damage. There was no adverse patient impact.